Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that two sensors were missing electrodes. Blood glucose level at the time of the incident was 160 to 170 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.